Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery as the device had inflation issue. The ipp was replaced, and no patient complications were reported.